Event description:
A report was received that the patient experienced severe shocks and trouble breathing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient experienced severe shocks and trouble breathing.

Manufacturer narrative:
Additional information was received that the event was not device related and the patient was doing well. No further course of action will be taken at this time.